Event description:
It was reported that the protector p14j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: when preparing mitoxantrone, leakage occurred.

Manufacturer narrative:
Investigation summary: one sample was returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed, noting the needle on the protector penetrated the stopper of the vial off center. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Root cause: most probable root cause of the incidence reported could be related to a misuse of the device by the customer, not connecting the protector to the vial properly.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the protector p14j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: when preparing mitoxantrone, leakage occurred.